Event description:
As intelaflator (custom inflation kit) was being tested prior to actual use in procedure, staff noted the inflation device was leaking a brown oily substance. Inteleflator was not used on patient, issue discovered prior to being used on patient. No patient harm/not used on patient.